Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon ruptured occurred. The 90% stenosed target lesion being treated was located in a calcified and moderate tortuous left anterior descending artery. The apex 15mm x 2.50mm was used for pre-dilatation when the balloon ruptured at 8 atm on the initial inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).